Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump separated into two pieces when the user removed it from a charging pad, after which the device was broken and not working; the screen remained usable prior to shutdown, there was no injury, and the user reverted to backup therapy after being advised, with education provided on meal announcing and the learning period for a replacement device. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a loss or failure of bonding involving the display assembly, with stress-related problems identified. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.